Manufacturer narrative:
This report is for four unknown screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was treated with a tibial nail and four (4) screws for a tibial fracture on an unknown date. On an unknown date a non-union was noted. Patient underwent revision surgery on (B)(6) 2016. The tibial nail and four screws were removed easily. There was no reported issue with the nail or four screws. There was no surgical delay and no additional medical intervention was required. Routine x-rays were taken (B)(6) 2016. Patient was revised to another tibial nail, a dual core screw proximally and locking screws along with bone graft. The procedure was completed successfully and patients status was reported as good. This report is for four unknown screws. This is report 2 of 2 for (B)(4).